Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had an increase in threshold and a decrease in r wave measurements. The pace/sense portion of the lead was capped and replaced; the high voltage portion remains in use. No patient complications have been reported as a result of this event.